Event description:
The cuff was removed from the pt and replaced due to recurring incontinence. Info received on 10/8/97 indicates an aus device was implanted on 3/21/93. A tandem cuff was placed on 11/3/96. The cuff from the 3/21/93 surgery was removed from the pt and replaced on 8/6/97.